Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the circumstances that led to the fall include a broken step. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient had an eri code. This was not an allegation/dissatisfaction with the ins longevity. It was noted that the patient had a fall and that could've been related to this issue. No further complications were reported as a result of this event.